Manufacturer narrative:
Additional information was received from the user facility and acist's clinical specialist on may 8, 2019. A diagnostic left ventricular catheterization was performed on the patient. The user-selected settings on the cvi injection system for contrast media injection were 3.0ml per second flow rate and 6ml volume. During the procedure, upon the last injection of contrast media into the patient's right coronary artery (rca), when the user released the contrast button on the acist angiotouch hand controller kit to discontinue the injection, contrast continued to be injected into the patient. The amount of contrast injected was 6ml, which was the volume setting on the cvi injection system. The catheter was deeply seated within the rca at the time of the contrast injection. The patient experienced ventricular fibrillation. The user defibrillated the patient three times and post the third defibrillation, the patient's heart returned to a normal rhythm. The patient recovered with no adverse health effects. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction and acist was unable to reproduce the reported event. This report is considered closed.

Manufacturer narrative:
The acist angiographic injection system, model cvi, used during the event, was received at acist (B)(4) for evaluation on march 18, 2019. The injection system was functionally tested and the log files downloaded from the injection system were evaluated. There was no evidence of device malfunction based on this testing and evaluation. The acist consumable kits used during the event were discarded by the hospital, therefore, acist is unable to evaluate the consumable kits. The lot numbers of the consumable kits are unknown. Additional information has been requested from the user facility as part of the investigation. Upon receipt of new information, a follow-up medwatch will be submitted to FDA.

Event description:
During a coronary angiography using the acist angiographic injection system, model cvi, contrast media greater than the amount programmed on the acist injection system was injected into the patient. The patient was defibrillated three times. The patient recovered the same day.